Manufacturer narrative:
Additional information was received that the failure of the aux power outlet affects the auxiliary equipment that is plugged into it and does not affect the mains power of the anesthesia machine. Ventilation and delivery of gas from the anesthesia machine will continue uninterrupted. This is not a reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilationâ during pre-use check. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The harness ac outlet was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.